Manufacturer narrative:
H4: the lot was manufactured between april 22, 2023 - april 23, 2023. H11: three actual devices and two photographs of the samples were received for evaluation. Visual inspection was performed on all the samples and the reported issue of leakage was not easily identified by initial visual inspection on the returned samples. Functional testing of the actual samples was performed, a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was not verified during visual inspection; however, it was verified during functional testing. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This occurred during setup. There was no patient involvement. No additional information is available.